Manufacturer narrative:
(B)(4). A sample was returned to baxter and the evaluation is complete. A visual inspection and dimensional analysis was performed. A crack was noted in the sample. The dimensions were noted to be within specification. Functional testing was performed and the sample failed. The reported problem was confirmed but the cause could not be determined. A notification was issued to the supplier. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This is a report of a customer who observed a crack on a mini-cap during peritoneal dialysis therapy. There was patient involvement but no patient injury and no medical intervention related to this event. No additional information is available.